Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. The physician opted to program the svc coil off. Lead remains implanted.

Event description:
Additional information received indicated the lead will be explanted during a generator change out.

Event description:
Additional information received indicated that the lead was explanted and replaced during a device change out procedure. The patient was discharged from the hospital without any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.